Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via online chat and stated that on the first use, the head flew off the brush head and the pins came out. No injury was reported.